Event description:
Event description guidant received information that this transvenous defibrillation lead was cut and capped due to a broken conductor. The conductor that was broken was not specified, and there were no reports that therapy was required and not delivered. The physician elected to surgically abandon the lead, and implanted a similar guidant defibrillation lead without reported complication. No additional information regarding this event is available.